Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, issues related to the interface board connector and the ac inlet connector was observed. The device had evidence of physical damage. The device's interface board and ac inlet connector needs replaced to address the issues.